Event description:
It was reported that the patient felt the stimulation sensation was "more intense" than usual after she was subjected to MRI for approximately 20 seconds. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).